Event description:
The case involves a (B)(6) year old female with a non-malignant tracheal stricture. This patient had multiple previous treatments including dilations, and stent placements, which were unsuccessful. This was a "last ditch" effort to help the patient. The patient was intubated using a lma. Bronchoscopy revealed a tight stricture approximately 2-3 cm in length beginning a couple of cm below the vocal chords. After the first spray, it was noted that the patient had a significant desaturation. Imaging performed revealed a right sided pneumothorax. A chest tube was inserted and the patient made an uneventful recovery. Of note the patient was treated with csa weeks later without incident and with an excellent result.